Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2008. Model: yrirhxc16115, abdominal stent graft; implanted: (B)(6) 2005. Model: yrbrhxc2816165, abdominal stent graft; implanted: (B)(6) 2005. Model: yrechxc1655, abdominal stent graft; implanted: (B)(6) 2005. Model: etlw1613c93e, abdominal stent graft; implanted: (B)(6) 2015. Model: etlw1616c93e, abdominal stent graft; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) e arlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.